Manufacturer narrative:
We are unable to determine the cause of the anchorfast strap breakage and resulting extubation. The instructions for use indicate a required degree of looseness in the neck strap. It is not used for securing the device. The breakage of the strap should not have caused loosening of the device as the cheek pads adhere the device to the skin. Without the actual device or pictures of the actual device, we are not able to determine the cause.

Event description:
It was reported that the left neck strap (velcro portion) broke within five minutes of the anchorfast oral endotracheal tube holder being applied to the patient. Hospital stated that it was if the velcro tab was brittle. It was stated that this resulted in the anchorfast device loosening and an extubation. The patient was reintubated.